Event description:
Description/event details: some units of this batch of syringes are not fully retaining the medication in the cylinder part, causing leakage along the flange. As we handle chemotherapy drugs, this is a very critical issue. At what point was the occurrence with the product identified (before starting the procedure, during handling of the product by the professional/user, during use on the patient or after use on the patient)? During the handling of the product by the professional. Has there been any harm to the patient, health professional, user or other? (Give details). Spillage of chemotherapy on the safety booth bench and safety overalls. When this type of situation occurs, it is necessary to stop the dilution process, clean the cabin and change into safety overalls and sterile gloves to restart the process. Was there a need for medical and/or surgical intervention because of what happened (imaging tests, surgery, administration of medication, etc.)? (Give details). No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up: it was reported syringes are not retaining the medication. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were received for evaluation by our quality team. The photos show a syringe with no packaging blister; the plunger rod is either halfway or all the way down. There are droplets of a clear solution past the stopper. One photo also shows a packaging blister top web. No other defects or imperfections were observed. A device history record review was completed 303552, lot 4122736. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.